Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department six day post-implant where it was found that the right ventricular (rv) lead had dislodged and caused a perforation. The lead was evaluated and found to not be capturing. During the lead revision procedure, the patient experienced tamponade and pericardial effusion requiring the chest cavity to be opened to repair the patient. The lead was successfully revised and remains in use. No further patient complications have been reported as a result of this event.